Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 st francis noticed that there was a fibrin film on the arterial face of the hls membrane. There was given 50mg of protamine during the pump run to lower the act. (Lot number 70080506). (B)(4).